Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the second firing for colectomy laparoscopic colectomy, the nurse set device and connected reload. The surgeon tried to use the device, however could not. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.